Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a blood control departure that would not work. The following information was provided by the initial reporter: material no: 381423; batch no: 0176417. Per customer's response by e-mail: would you please be able to provide us with information as of what was the defect involving the catheter? The blood control did not work with the initial peripheral stick on several patients and the training arm. Was anyone hurt? No one was harmed, patient or employee. It was just a functional issue which resulted in employee, and organization dissatisfaction.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a blood control deature that would not work. The following information was provided by the initial reporter: material no: 381423 batch no: 0176417. Per customer's response by e-mail: - would you please be able to provide us with information as of what was the defect involving the catheter? The blood control did not work with the initial peripheral stick on several patients and the training arm. - was anyone hurt? No one was harmed, patient or employee. It was just a functional issue which resulted in employee and organization dissatisfaction.

Manufacturer narrative:
The following fields were updated due to additional information: concomitant products: device available for eval?: yes. Concomitant products: returned to manufacturer on: 11/12/2020. H.6. Investigation: our quality engineer inspected the representative samples submitted for evaluation. Bd received 177 unopened units from lot number 0176417. Based on the reported issue of a blood control malfunction, it is concluded that material number 381423 does not contain the blood control feature. The reported issue could not be confirmed as it does not apply to this specific product. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.